Event description:
Infusion of vitamin k was programmed using volume over time rather than using the pump library (vitamin k is not an option in the library). Pump was programmed to deliver 2 ml in 30 minutes. A 2ml of vitamin k was infused in 2 minutes rather than 30 minutes; no adverse effect on the patient, no additional medical intervention taken.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.